Event description:
On (B)(6) 2011 at 01:16am, the lay user/patient contacted lifescan (lfs) alleging that her onetouch select meter was testing in setup mode. The following complaint was classified based on documentation from the customer care advocate (cca). The patient advised that the issue began on (B)(6) 2011 at an unknown time in the afternoon. The patient reported to the cca that she manages her diabetes with insulin (self adjust). The patient stated that she made no changes to her diabetes management due to the product issue. The patient advised that on the morning of (B)(6) 2011 she developed "tingling feet, blurred vision and dizziness" due to the product issue. The patient advised that she self-treated with increased insulin as treatment due to the product issue. The cca noted that during troubleshooting, no misuse of the product occurred. The cca notes that the product issue was resolved by set up of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k072543.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 1/13/2012 with the following findings: the alleged issue was unfounded during investigation. However, unrelated to the alleged, there was a dead/low battery issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): product was requested back and was returned on (B)(4) 2012. Product was tested on (B)(4) 2012 and the alleged subject meter issue was not confirmed. On (B)(4) 2012 the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient described herself as a "brittle diabetic" that for an unknown number of years prior to using the subject meter has had "tingling feet, blurred vision and dizziness". The patient advised that the product issue began on (B)(6) 2011 at an unknown time in the afternoon. The patient advised that she usually tests 4 times per day and usually obtains blood glucose results between "40mg/dl and 300mg/dl". At the time of the product issue, she attempted testing with the subject meter and intermittently the meter was powering off or going into setup mode. The patient further reported that after approximately 15 tries and set up the subject meter, she did get a blood glucose result (result unknown). The patient advised that no treatment was received due to the product issue as she followed her usual diabetes management after obtaining a reading. Based on the new information obtained, the complaint is being reclassified as a rule out because there is no indication that the product caused or contributed to an adverse event. The mss confirmed that the patient's symptoms started prior to when the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred.